Event description:
I have been a very healthy active mom of three. No other meds or known illness. I started waking up with tingling in my hands. It later spread down to into my hips and lower back. Sex has become unbearable! My periods are not normal, my periods are brownish in color and very clotty. My hips and back hurt constant and often is debilitating. I have missed work and my kids activities. (B)(4).